Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 62 months ago. Aneurysm and vessel morphology were not reported. It was reported that the entire right limb has pulled out of the right common iliac artery resulting in a distal type I endoleak. The physician elected to place another manufacturer iliac limb to extend down from the bifurcated stent graft into the external iliac artery. As aneurx extension was also used on the left side to extend the left side. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
(Secondary intervention) - evaluation results: endoleak, lack of information.